Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a vena cava filter placement procedure, the device allegedly failed to deploy and the delivery piece got separated from the filter. The procedure was completed using another device. There was no reported patent injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one femoral denali filter kit was returned for evaluation. While receiving, the storage tube was connected to the touhy-borst adapter and introducer sheath. The pusher wire was noted broken and bent, the storage tube was removed from touhy-borst adapter and the remaining pusher wire was noted to be stuck within the filter. A mandrel was used to push the filter from the storage tube; all limbs are present and uncrossed. Skiving was noted to the storage tube due to advancement of the filter. Therefore, the investigation is confirmed for failure to advance issue as the filter was received inside the storage tube and skiving was noted to the storage tube. The investigation also confirmed for connection problem as the connection between the storage tube and introducer sheath was not seated properly. The investigation also confirmed for pusher wire detachment and bent as the pusher wire was noted to be bent and detached. However, the investigation is inconclusive for the reported failure to deploy as the identified issue might led to the deployment issue. A definitive root cause for the alleged failure to deploy and detachment of pusher wire, also identified failure to advance, connection problem, and pusher wire bent issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2024). H11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the device allegedly failed to deploy and the delivery piece separated from the filter. The procedure was completed using another device. There was no reported patent injury.

Event description:
It was reported that during a vena cava filter placement procedure, the device allegedly failed to deploy and the delivery piece separated from the filter. The procedure was completed using another device. There was no reported patent injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2024), g3. H11: d1, d4, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.